Event description:
It was reported that during the laparoscopic sleeve, second firing on stomach with green reloads with buttressing; upon closing and waiting 15 sec, the surgeon tried to advance the blade and it advanced and then stopped. Upon depressing the trigger again, the blade advanced again a short distance and stopped again. Same like device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the firing sequence completed? No. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What other color cartridges were used before and after this event? Green before and after. Was buttressing material utilized? If so, which product? Yes. Gore seamguard. Was the instrument fired across or near an existing staple line or clip? Yes .. Continuation of staple line in sleeve gastrectomy. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?yes. Was there any difficulty removing the device from the tissue? Had to manually return blade. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.